Event description:
It was reported the customer had a air bubble in their reservoir. Customer stated their blood glucose was elevated, prompting them to examine their reservoir. Customer stated the air bubbles were large in size. Troubleshooting advised the customer to repeat a 5 unit fixed prime until the air bubbles were no longer present. Customer stated the air bubbles were from user error as the customer pulled out the plunger while performing an infusion set change. Customer also reported their reservoir was leaking from the bottom. The customer stated they knew what caused the leak. Customer's blood glucose was 260 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.